Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead dislodged one week post implant. As well, the lead had low impedance, undersensing and high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.